Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start and the screen remains black. Upon troubleshooting, the fse checked the input power supply and found that fuse on the pdu (power distribution unit) power board was blown. To resolve the issue, the fse replaced the fuse. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.